Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. A report was received indicating that the patient experienced an issue with the product packaging on (B)(6) 2025. Specifically, it was noted that the packaging was either not properly sealed, misshapen, or the sterile barrier was compromised. No further information available.